Event description:
It was reported that the customer was hospitalized and subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 19 mg/dl; cause of bg not known. Customer was treated with intravenous fluids to address the bg, customer could not recall what was provided as the customer "barely conscious". Customer was discharged from the ICU (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.